Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the stem was implanted, it was loose and easily twisted without any instruments. The surgeon reamed longer and implanted a longer stem.